Event description:
It was reported that noise was observed on the stored egm. An internal anomaly was suspected. The lead was later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned cut in two pieces. Analysis revealed insulation abrasions from the inside out at 7.8, 10, 13, 21 and 30.1 cm from the helix, exposing the proximal coil and cables.